Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 6 months, 2 days. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported on (B)(6) 2018 that the patient presented with fatigue, dark stools and laboratory tests revealed a hemoglobin level of 7 g/dl. The patient was admitted due to gastrointestinal bleeding requiring a blood transfusion. At the time of the event, the patient was being medically managed on warfarin. The patient remains hospitalized. No additional information was provided.

Event description:
It was later reported the bleeding resolved. The patient received an endoscopy-ablated with bicap. The patient was doing well with no further issues. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported event could not be determined. The pump remains in use supporting the patient. Bleeding is listed in the hm3 instructions for use as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. The patient care and management section provides information regarding anticoagulation, including recommended inr values. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.